Event description:
International affiliate reports the implanted screw was revised due to device breakage. Reports the screw was part of a spinal construct that was placed from t6 - t8 to address pathologic fracture at t7. Only the screw head portion of the device was removed. The screw shank remains in the patient. See mfg report no. 1626439-2008-000093 for the second screw that was involved in this event.

Manufacturer narrative:
Examination of patient x-rays and 3d CT scan found a short-segment, one level construct. The breakage of the screw just below its head was visible on the x-rays and CT scan. It was also noticed that no interbody devices were included in the construct. Review of the device history record for the device found processing of this lot met specification requirements. No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. A follow up medwatch report will be filed if the evaluation of the returned device reveals something other than that which is stated above.